Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a commanded shock with shock impedances of less than 20 ohms, exhibited by a non-boston scientific shocking lead. It was noted that shock impedances were within normal limits at implant; however, no defibrillation threshold (dft) testing was completed at implant. Technical services (ts) suggested several troubleshooting options. It was noted that this would be discussed further with the physician. Ts also discussed consideration of replacement of the device. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient will continue to be monitored and the physician may bring the patient back for defibrillation threshold (dft) testing in the future.